Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s spouse that they were concerned that the implantable cardioverter defibrillator (ICD) was not working appropriately. In addition, the patient had lost some weight and had built some muscle and now can feel what is like ¿a stem of an apple sticking out and it feels differently¿. The ICD remains in use. No patient complications have been reported as a result of this event.